Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys b-crosslaps assay on a cobas e 801 analytical unit. Initial result: >6 ng/ml (reference range 0.21-0.44 ng/ml). The initial result did not match the patient's clinical diagnosis, and the sample was manually diluted with a low-concentration serum and repeated. The repeat results were as follows: 1st repeat result: >6 ng/ml (tested with a dilution factor of 1:2). 2nd repeat result: 1.94 ng/ml (tested with a dilution factor of 1:4). 3rd repeat result: 0.872 ng/ml (tested with a dilution factor of 1:8). The customer suspected an interference.

Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
According to the provided information, the patient's rheumatoid factor value was 1750 miu/ml; this is more than the threshold tested for the elecsys b-crosslaps assay. Interferences were tested up to the listed concentrations (rheumatoid factors: <or = 1000 iu/ml), and no impact on results was observed. Product labeling states: limitations - interference. The effect of the following endogenous substances and pharmaceutical compounds on assay performance was tested. Interferences were tested up to the listed concentrations and no impact on results was observed. Endogenous substances. Compound: rheumatoid factors. Concentration tested: = 1000 iu/ml. The event is consistent with a known interference (rheumatoid factor). The investigation did not identify a product problem.